Event description:
It was reported that the cement caught fire during implantation of the tibial component. Additional clinical information received determined that the assistant used a bovie to scrape cement off the implants and must have hit the button and started the fire. The cement that caught fire was the cement that extruded after the tibia was implanted while they were trying to clean off the cement. The portion that caught fire was thrown off of the field and extinguished. The implant and surrounding tissue was not affected. There was no patient or user harm or injury and no extension/delay in surgical tine associated with this report. The procedure was completed using the reported batch of cement. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete.